Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "hospital rec'd case of bone cement from fedex damaged. Sales rep inspected and worked with hospital to dispose of locally in accordance with local and federal regulations as hazardous waste."